Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental will be filed if there is any further relevant information from that review.

Event description:
It was reported that this right atrial (ra) lead exhibited high threshold and decreased in sensing. Moreover, this was most likely affected by patient having an aortic valve replacement surgery. Further, the ra lead was explanted. No additional adverse patient effects were reported.